Event description:
Customer reports blackish puncture marks on her fingers while using the softclix plus device. Customer states her physician prescribed medication due to the pain in her hands. Requested return of suspect device and replacement was sent.